Event description:
During remote monitoring, episodes of t-wave oversensing and false pauses due to undersensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.